Event description:
Event description guidant received information that 27.9 months post implant, during a regular follow-up visit, this implantable cardioverter defibrillator (ICD) was unable to be interrogated despite three attempts with three different guidant programmers. The device was explanted and successfully replaced with a new guidant implantable cardioverter defibrillator (ICD). The device will be returned for analysis.